Event description:
Caller states customer was given novorapid and protaphane based on two hi results (greater than 33.3 mmol/l) obtained on the mobile system. Approximately 1.5 hours later, the customer became distressed and he felt ill. Caller tested the customer on the mobile system and obtained a result of 22.5 mmol/l. Approximately 10-15 minutes later, caller tested the customer on an optium xceed meter and the result was 1.9 mmol/l. Customer was treated with jelly beans and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).